Manufacturer narrative:
(B)(4) date sent: 8/17/2016. Batch # unk no lot or batch number was provided therefore a device history could not be done. Additional information received: the patient was a (B)(6) not on any medications. The rep was under the impression that the patient was still inpatient when bleeding was found and reoperation was performed. The same surgeon performed both the initial procedure and the re-op. The appearance of the staple line at reoperation was not known. Additional information was requested and the following was obtained: does the patient have any known coagulopathy disorders? No. Force to close or fire higher or lower than expected? No. Does the surgeon wait 15 seconds after grasping tissue prior to firing? Yes. Were any issues noted with staple formation during reoperation? No. Specific site of the bleeding? Staple line. Current patient status? Fine.

Event description:
It was reported that one day after a laparoscopic appendectomy procedure, the patient required reoperation to treat bleeding at the mesoappendix. During the initial procedure on (B)(6) 2016 the surgeon used a white reload across the mesoappendix with no apparent issues. One day postoperatively, the patient's hemoglobin had dropped to 7.6 and reoperation was necessary to treat bleeding. The surgeon used a five millimeter clip applier to achieve hemostasis. The volume of blood loss was not specified. The patient received two units of blood. The current status of the patient is not known.